Event description:
It was reported that during a plain old balloon angioplasty treatment procedure, a balloon rupture occurred. The target lesion was located in superficial femoral artery. The physician advanced a 6.0mmx100mmx135cm sterling balloon to dilate the lesion. The sterling balloon was inflated to 10atms and ruptured on the first inflation. The procedure was completed with another 6.0mmx100mmx135cm sterling balloon catheter. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).